Manufacturer narrative:
A ge rep evaluated the system and performed a system alignment. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurence.

Event description:
The customer reported the radiation field size to image size ratio and set kv measurements were out of specification. No pt injury was reported.